Event description:
Instrument broke during procedure while being used.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Instrument broke during procedure while being used.

Manufacturer narrative:
Qn# (B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km68834. (1) sample of km69834 lot b9 (feb 2019) was received for evaluation with a broken plug extractor. The plug extractor is used to clear the inner cannula after a plug has been cut outside of the surgical field. The welded seam between the plug extractor handle and shaft has separated. Visual inspection of the handle noted an impact mark to matches the plug cutter orifice. This impact likely contributed to the broken device. The plug cutter is still functional but the handle for the plug remover hinders removal of a cut plug. Isolated incident with no risk to the patient. (1) sample of km69834 lot b9 (feb 2019) was received for evaluation with a broken plug extractor. The plug extractor is used to clear the inner cannula after a plug has been cut outside of the surgical field. The welded seam between the plug extractor handle and shaft has separated. Visual inspection of the handle noted an impact mark to matches the plug cutter orifice. This impact likely contributed to the broken device. A dimensional inspection was not required as part of this investigation. The plug cutter is still functional but the handle for the plug remover hinders removal of a cut plug. There are no other complaints for this product in the history of sap dating back to 2007. No confirmed complaints were received in this range with the same issue for the product family. Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km68834. Isolated incident with no risk to the patient.

Event description:
Instrument broke during procedure while being used.